Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an unknown harm/injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Device evaluation not complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that patient has alleging emphysema, lung cancer and part of the lung removed. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box b: adverse event or product problem. Box: h - type of reported complaint, section h6 has been updated.